Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication was due to insufficient identification of the anatomy during dissection. There is no indication that the device directly caused the adverse event. No product has been returned to intuitive surgical, inc. For evaluation. The site confirmed that the large needle driver instrument was used in a subsequent procedure with no issues.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, while dissecting the tissue surrounding the prostate, the rectum was damaged with a large needle driver instrument. Per the surgeon, the dissection was performed without sufficient identification of the anatomy, which led to the injury. The surgeon did not believe that a da vinci device caused or contributed to the event, and no malfunction of a da vinci device occurred prior to or at the time of the event. The damaged tissue was repaired with sutures, and a temporary stoma was created laparoscopically as a result of the incident. The procedure was completed robotically using the same instrument after a delay of more than 30 minutes. The stoma will be in place for about 3 months; however, the patient is otherwise doing well. It was unknown if there was any unexpected bleeding due to this event; however, no blood transfusions were administered. It was unknown if the patient experienced any post-operative complications or if there are concerns regarding long-term complications for the patient as a result of this event. The system and instruments were inspected prior to use, and nothing abnormal was observed.